Manufacturer narrative:
The device is not returned since the issue was resolved with troubleshooting. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. Also making a correction to the patient code. There is no reported patient injury. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Reported issue for the device is a b30 scope communication error. A root cause for the issue cannot be conclusively determined, since the device is not returned. However, the customer was not powering off the device and the video system when changing scopes. Once customer did that the b30 error was not received. In addition, the likely cause could also be deterioration due to the environment for long-term use since eight years have passed from manufacture. It is also possible the user having used the device with foreign matter such as dust, dirt, and chemical liquid residue adhered to the electrical contacts of the video connector. In the condition where dust and dirt, etc. Are adhered to electrical contacts, a scope communication error (b30) occurs because communication between the video processor and the endoscope cannot be performed normally. The instructions for use includes the following statements: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.

Manufacturer narrative:
There is no additional information available for this event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, a b30 scope communication error was received for the device with no image on multiple scopes. The device was not being powered off when scopes were being changed as directed by the instruction for use. Upon the device being powered off and then on, the error was gone and image was received. There is no reported patient involvement.